Event description:
It was reported that both anchors deployed simultaneously. No patient impact was reported.

Manufacturer narrative:
Added response to healthcare professional added occupation added response to report sent to FDA device investigation narrative - two (B)(4) fast-fix 360 curved needle delivery system devices returned. Both devices are used. The complaints each listed ¿simultaneous deployment¿. C-(B)(4) device was returned without t1. T2 and portion of suture were still within the delivery needle track. Simultaneous deployment is not supported for device #1 as one anchor still resided within the needle track as received. IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Both device conditions indicate difficulty with reaching the desired surgical location. No root cause related to the manufacture of the device can be established. No further investigation is warranted. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. C-(B)(4).